Manufacturer narrative:
The steris technician inspected the eo monitor and found that port a was giving false alarms. The technician replaced a faulty battery and cpu board controlling port a, re-calibrated the eo monitor and ran a full sampling cycle on all ports which detected no eo. It is concluded that the alarms originating from port a of the eo monitor were false and no release of eo occurred. The false alarms were caused by a faulty battery and the cpu board controlling port a of the eo monitor; both were replaced. The eo sterilizer and eo monitor were tested successfully and placed back into service.

Event description:
The user facility reported that the eo monitor attached to the eo sterilizer was issuing intermittent eo alarms. After the steris technician performed maintenance on the eo disposer on (B)(6) 2012, the alarm on the eo monitor went off. When this occurred, the sterile processing department (spd) ) was evacuated per established facility procedures and the fire department called. A (B)(6) team responded and detected no eo gas, after which the spd department staff returned to work. No injuries were reported, no medical treatment was sought and no procedural delays or cancellations were reported.